Event description:
The customer reported an invalid input signal. The fe reported the invalid signal was on both monitors and the c-arm was stuck on 5 arrows. This resulted in a total loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The vcsi upgrade kit was installed. The system was tested, found to be working as intended and put back into service.